Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was close to elective replacement indicator (eri) after three and a half years of service with no therapies observed and no high right ventricular (rv) thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.